Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube that was not plugged into the interface board properly. The insulin pump had intermittent button response due to a partially opened connector on the display board. No button error alarms were noted. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Event description:
Customer's husband reported that his wife's insulin pump won't turn on. Customer also received a button error alarm. Customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to her back-up plan while a replacement insulin pump is being shipped. No additional information is provided.